Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the insulin pump had keypad anomaly. Customer's mother stated that the act and esc buttons are unresponsive. Customer's blood glucose reading was 600 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the insulin pump was on the counter and it bumped into their chest and then onto a sandal. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. Unable to perform the displacement test due to keypad anomaly. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads and cracked reservoir tube lip.